Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 00002034 and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrioventricular nodal reentrant tachycardia (avnrt) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large and a hemostatic valve leak issue occurred. It was reported after going transseptal, the valve was leaking and when flushing, the fluid was coming out of the valve. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large was replaced and the issue resolved. Additional information was received. Hemostatic valve was the section that broke. The hemostasis valve (gasket) did not dislodge inside the hub, the valve was leaking. The hemostasis valve did not dislodge outside the hub, it was leaking back but the valve was not dislodged. The brim cap/hub did not become detached from the sheath. The sheath was used on patient. Air did not enter the patient¿s body. It was noticed when drawing blood back, it was pulling air from the valve. There was no consequences. Patient was not harmed. It did not require treatment. The approximate volume of blood that was lost was 5cc at most. The event was assessed as MDR reportable for a hemostatic valve leak issue.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 27-mar-2023. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrioventricular nodal reentrant tachycardia (avnrt) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large and a hemostatic valve leak issue occurred. The device evaluation was completed on (B)(6) 2023. The product was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The valve issue could be related to the resistance reported by the customer. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-001205801 during an internal review on 21-oct-2022, noted correction to the coding on the 3500a initial as the h6. Medical device problem code should have included ¿backflow (a140501)¿.